Event description:
The customer dropped the pump and broke it. The pump's screen is black and the customer cannot read anything on it. Advised the customer to disconnect from the pump and go on back up plan. Two days later, a nurse called and stated that the customer was hospitalized for dka. A replacement pump was sent.